Event description:
The user facility reported that following a trans-radial interventional procedure, a tr band was applied, but the patient developed a hematoma, and then, during manual compression the patient sustained a skin tear that required surgical repair. The following information was provided by the user facility on the uf medwatch report form: the patient under-went a stent placement of the rca via a trans-radial approach; at the end of the procedure, a tr band was applied to assist with establishing hemostasis prior to transfer to the recovery room; a hematoma was discovered upon arrival to the recovery room; the initial tr band was removed and manual compression was applied to obtain hemostasis; 'once manual compression was applied, a skin tear occurred with exposure of fatty tissue"; a new tr band was placed; and the patient was sent to surgery where sutures were used to repair the skin.

Manufacturer narrative:
The user facility confirmed that tr band device will not be been returned for evaluation. Therefore, the investigation was based on user facility information, retained sample testing, and a review of quality records. Evaluation of a retained sample confirmed there were no defects or anomalies and performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The available information does not indicate that the tr band was involved with the skin tear, which subsequently required surgical repair. However, this report is being submitted as a precautionary measure in follow-up to the attached uf medwatch report. Unfortunately, we have not been able to obtain information in regards to the uf medwatch report number. The cause for the reported event cannot be determined based upon the currently available information. It is conjectured that the tear may have been related to the patient's "very thin skin" that is noted on the uf medwatch report. The labeling does address the potential for an event related to developing a hematoma in the instructions-for-use with statements such as: "patient should not be left unattended while the tr band is in use; and depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).